Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported that during a knee arthroscopy the truespan couldn't be fired as the anchor was broken and therefore couldn't be used anymore. The complaint device was received and evaluated. Visual observation revealed that implants and suture were received along with the needle; it was also observed evidence of biological residues and the trigger was in an intermediate position. This condition was reviewed with manufacturing department and it was concluded that this is a regular condition after firing the device. In process line for truespan product, two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), these tests guaranties that the applier has been properly assembled and is functional. Each device is visually inspected and tested during manufacturing to ensure the device meets the required specifications prior to shipment. This information corresponds to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. Device received was tested and it deployed both implants correctly. A manufacturing record evaluation was performed for the finished device lot number: 6l39028, and no nonconformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. Based on the conclusion analysis and the information provided by the customer, the reported event cannot be confirmed, and we cannot discern a root cause for the user to have experienced this issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that an anchor device was broken and could not be fired. Another like device was used to complete the procedure with a three minute delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.